Event description:
The customer observed falsely elevated sodium (na) and potassium (k) results generated on the architect c4000 for a patient sample. The following data was provided: sample ID (B)(6) na initial result = 190, repeat = 140 (customer reference range 0 - 145) k initial result = 8, repeat = 3 (customer reference range 0 - 5) no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed instrument logs and instructed the customer to check probes and cuvette washer. The customer found the cuvette overflowing due to a clog in the tubing, peristaltic head. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the tubing, peristaltic head, were identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) and potassium (k) results generated on the architect c4000 for a patient sample. The following data was provided: sample ID (B)(6). Na initial result = 190, repeat = 140 (customer reference range 0 - 145). K initial result = 8, repeat = 3 (customer reference range 0 - 5) . No impact to patient management was reported.